Event description:
An error message was reported with the adc device in use with an iphone 12 phone with an ios operating system. Customer received a "scan error" message and was unable to obtain readings. As a result, customer was given juice, sugar, and/or food as treatment by a non-healthcare provider. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with an iphone 12 phone with an ios operating system. Customer received a "scan error" message and was unable to obtain readings. As a result, customer was given juice, sugar, and/or food as treatment by a non-healthcare provider. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Communication was attempted between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. An extended investigation was performed on the returned sensor and did not observe any abnormalities. Attempted to replicate the complaint using a known good reader and sensor was successfully communicated. No issue were observed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.